Event description:
The affiliate alleged the customer reported elevated free thyroxine (ft4) and low thyroid-stimulating hormone (tsh) results, for multiple patients, involving unicel dxi 800 access immunoassay system. This report refers to patient number one. The customer stated quality control (qc) was out of range for ft4 and tsh results. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009 and discovered the peristatic pump tubing for aspirate probe number 3 not aspirating. The fse replaced all the peri-pump tubing in the waste peri-pump and changed the aspirate probes on the wash assembly. The fse returned to the customer's facility and replaced the peristaltic pump. The fse verified the system conformed to the manufacturer's published performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-03873, 03874, 03875, 03876, 03877, 03879, 03880, 03881, 03882, 03883.